Event description:
A malfunction alarm on a pump was reported. The malfunction did not adversely impact the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to reach out again if the issue reappears.